Event description:
Pt had implantation of mid urethral sling approx 2 years ago predominantly for stress incontinence and intrinsic sphincter deficiency. Approx 7 months following the procedure, pt experienced 0.5 cm of exposed white mesh directly behind urethral meatus. Due to continued mesh erosion, pt recently returned to surgery for "removal of mid urethral sling contasure remeex sling and controller box".

Manufacturer narrative:
We have contacted to the initial reporter (B)(6). Due to hospital policies and regulations, she is unable to answer any of the question - including supplying the surgeon's info or any info pt related. To the question regarding the health of the pt, she did say the pt is doing ok.